Manufacturer narrative:
It was discovered during investigation that a component of the vavd valve was positioned incorrectly. The component was repositioned correctly, and the issue was resolved.

Event description:
User reported the vavd set point was unable to be maintained and could not be resolved despite troubleshooting efforts. Spectrum medical considers events involving the inability to regulate vacuum pressure to be reportable. There was no patient harm.